Event description:
It was reported that customer had stopped using pump for a few days due to unspecified issues and was using manual injections while asking whether recent readings would appear on tandem source. There was no reported impact to the customer¿s blood glucose level. Customer had not taken any corrective actions before calling, and technical support explained that no data had been received since july 9, 2026 and that current sensor data were only being captured in dexcom mobile app, with no further concerns raised about pump.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.